Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. RMA issued. Replacement camera shipped to site (B)(4) 2014. Suspect camera has not been returned to manufacturer for analysis.

Manufacturer narrative:
The camera was returned to the manufacturer for analysis. The camera would not track beyond four feet at power up and after warm up. The camera failed an accuracy assessment kit (aak) test at .70 mm with high line separation of 3.39 mm. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported a site navigation system camera that was tested and found to be out of calibration. No further details regarding the procedure were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.